Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a dexcom g7 sensor, with the pump indicating low glucose and a confirmatory fingerstick of 62 mg/dl; the user calibrated the sensor and glucose readings aligned thereafter. The glucose recovered with oral carbohydrate intake. Investigation of this case revealed the event was consistent with hypoglycemia with an unclear cause and no device malfunction identified based on available information. No clinical symptoms associated with low blood glucose. Outcomes included resolution of the event without medical intervention or hospitalization. It was concluded that the event was user-managed and no further action required from a device performance standpoint. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.